Event description:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It was reported that the pacemaker device triggered elective replacement indicator (eri) on (B)(6) 2024. The patient presented to the ep lab for an ela pacemaker generator change on (B)(6) 2024. Prior to the procedure, the device was interrogated and found to be in vvi mode pacing at 70 beats per minute (bpm) in unipolar mode at 5v and was unable to be reprogrammed to any other settings. In a previous clinic interrogation, it was confirmed that the device was programmed to ddd 50 bpm bipolar in (B)(6) 2023. Once the leads were disconnected from the device and reconnected to the new pacemaker device, the right ventricular (rv) lead impedance increased to 2950 ohms with no sensing on the right ventricle. The physician attempted to reconnect the leads, but the measurements remained the same. According to the physician, there is an excessive rv lead slack on the old ela lead and a point highly suspect of rv lead fracture as seen on the fluoroscopy image. In an attempt to implant a new rv lead, obstruction and stenosis of the superior vena cava (svc) is encountered requiring assistance from interventional radiologist to obtain access. Once venous access is obtained, a new rv lead is implanted with good threshold, normal lead impedance, and acceptable rwave measurement. The anomalous rv lead was capped the old pacemaker was discarded by the hospital. No further intervention is required. The patient is stable before, during, and after the procedure. Ref report: mw5164763.